Event description:
It is reported that the pt was revised due to the tibial component loosening.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Evaluation summary: review of the revision surgical report did not reveal indications that the recommended surgical technique was not followed. The revision surgical report from 2013 indicated aseptic loosening of the tibial component and significant tibial bone loss. No x-rays were received, so no check could be made for correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as activity level or type of activity (low impact vs high impact) are unknown. The pt's bone quality was a likely factor in the reported tibial loosening; however, a definitive root cause cannot be determined with the info provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.